Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-45r (no batch indicator present) was received for investigation. Visual inspection identified that the c4310-01 curved tip had broken off of the suturelasso assembly at the laser weld. The width of the curved tip itself was assessed using caliper dial ID: 283 and was found to meet design specifications. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the during a bankart surgery, the lasso broke-off without any manipulation while it was inserted into the working cannula. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.